Manufacturer narrative:
Fluid loss was reported. The ams700 device was inspected and functionally tested. There was a leak in one cylinder that was the result of a sharp instrument consistent with explant damage. The other cylinder performed within specifications. The pump was not functionally tested due to contamination. The pump-cylinder tubing had a leak at the strain relief junction due to fatigue. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. See external support request form (B)(4). No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction (windchill document # (B)(4)).

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device stopped functioning two months ago. The existing ipp components were removed with exception to the reservoir. The existing reservoir was plugged but remained implanted. The patient was implanted with a new reservoir on the opposite side of the existing one. The patient was also implanted with a new pump, as well as right and left cylinders. It is unknown if the explanted ipp components are being returned. It was further reported by the patient's physician that the ipp failed to inflate due to fluid loss. A break in the right cylinder tubing was discovered during the procedure. The revision surgery was successfully completed, and the patient was reported to be recovering from the surgery. The explanted ipp was returned for investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device stopped functioning two months ago. The existing ipp components were removed with exception to the reservoir. The existing reservoir was plugged but remained implanted. The patient was implanted with a new reservoir on the opposite side of the existing one. The patient was also implanted with a new pump, as well as right and left cylinders. It is unknown if the explanted ipp components are being returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis. It was further reported by the patient's physician that the ipp failed to inflate due to fluid loss. A break in the right cylinder tubing was discovered during the procedure. The revision surgery was successfully completed, and the patient was reported to be recovering from the surgery. The explanted ipp was returned for investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device stopped functioning two months ago. The existing ipp components were removed with exception to the reservoir. The existing reservoir was plugged but remained implanted. The patient was implanted with a new reservoir on the opposite side of the existing one. The patient was also implanted with a new pump, as well as right and left cylinders. It is unknown if the explanted ipp components are being returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.